Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a 812:02 failure code on channel a. This had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a disconnected j3 connector. To correct the condition, the j3 connector was reconnected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). If any additional information is received, a follow-up MDR will be sent.